Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: there was a pump reboot observed in the black box on 07/13/2015 at the time of a battery and cartridge change. The pump powered on with the returned battery cap, but the cap was unable to fully tighten due to damaged threads. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. Unrelated to the original complaint, the battery compartment was cracked with moisture observed inside. The leak test confirmed the battery compartment leak. The pump was opened and there was no additional moisture contamination observed inside the pump.